Manufacturer narrative:
Medical device type: fmi, jka. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® push button blood collection set with pre-attached holder had leakage. The report is as follows, "blood leakage from the connection luer > tube och push-button. This occur 3-4 times and from same lot. (368658). They are skilled phlebotomist and have used pbbcs for a long time and this issue have never occur."

Event description:
It was reported that a bd vacutainer® push button blood collection set with pre-attached holder had leakage. The report is as follows, "blood leakage from the connection luer > tube och push-button. This occur 3-4 times and from same lot. (368658). They are skilled phlebotomist and have used pbbcs for a long time and this issue have never occur."

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a slice in the tubing with the incident lot was observed. Additionally, testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, a slice in the tubing with the incident lot was observed. Additionally, testing of the customer samples was conducted and leakage was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.